Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. Device interrogation revealed noise oversensing, mode switch on the atrial (ra) lead. During procedure both ra and rv leads had damage due to clavicle crush. The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.

Manufacturer narrative:
Correction: for missing noise oversensing on b5.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. Device interrogation revealed noise oversensing, mode switch on the atrial (ra) lead. During procedure both ra and rv leads had damage due to clavicle crush. The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.

Event description:
Related manufacturer reference number: (B)(4) it was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. Device interrogation revealed mode switch on the atrial (ra) lead. During procedure both ra and rv leads had damage due to clavicle crush. The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.